Event description:
It was reported the pt's device was replaced due to a possible infection. It was stated the pt noticed pus coming from their pump site. The pump and catheter were replaced, and the pump was repositioned. The medication being delivered via the device system was prialt. The pt recovered without sequela. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.